Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having a high blood glucose of 336 mg/dl. Troubleshooting was performed with the reservoir and the customer stated he did not find a leak, but that the inside was slightly damp. The customer was advised to change the entire infusion set, reservoir, and insulin. Nothing further was reported.